Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy procedure, the needle detached from device and fell out into the patient. The needle was retrieved graspers. In order to complete the case, a new needle and reload were used. There was no harm to the patient and no extension in surgical time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.